Event description:
Customer reported that she was unable to remove the battery cap on the insulin pump and that the battery cap is stripped. Customer was not aware of how the damage occurred. The blood glucose reading was 82 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass. The insulin pump received with stripped battery cap coin slot. The insulin pump received with broken battery tube threads. The insulin pump received with cracked case at display window corners. The insulin pump received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.